Manufacturer narrative:
Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 10-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that after implantation of the battery and leads, one electrode (number 10) of the 2 leads showed impedance greater than 40,000. On the tablet, the impedance showed greater than 40,000 but the mark showed green instead of red. Factors that may have led or contributed to the issue were not identified. Troubleshooting included cleaning the electrodes and reinserting with no results. The issue was not resolved. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# va19dcm, implanted: (B)(6) 2018, product type lead; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was able to achieve effective therapy/stimulation. No further complications were reported/anticipated.